Manufacturer narrative:
The product was not returned for analysis.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while positioning the device the sds genesis .035 9.0 x 39 135 stent detached from the balloon. The stent was then retrieved from the surgical access. There was no feeling of unusual friction. No relevant consequences for the patient. An 8f avanti introducer was used for the treatment of the common iliac artery origin. Additional information has been requested.

Manufacturer narrative:
While positioning the device, the genesis .035 9.0x39 135cm stent detached from the balloon. The stent was then retrieved from the surgical access. There was no feeling of unusual friction. No relevant consequences for the patient. An 8f avanti introducer was used for the treatment of the common iliac artery origin with stenosis. The stent appeared normal prior to inserting it into the patient. The index procedure was elective. The lesion was not pre-dilated. An attempt was made to withdraw the stent deployment system with the stent on the balloon. No excessive force was applied to the device during insertion or withdrawal. There was no guiding catheter used during the procedure; only a guidewire was used.  The device was not returned for analysis. A device history record (DHR) review of lot 17482512 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics or procedural factors may have contributed to the reported event as a guide catheter was not used to deliver the stent safely. According to the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.